Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Without a lot number to conduct a lot history review or a product return, it is not possible to determine if the reported event could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time. Based on the information provided, the root cause of the reported event may be attributed to incorrectly following the instructions for use (IFU), resulting in the sealant being deployed inside the vessel. It was reported that the physician didn't take a groin shot and also didn't open the stop-cock on the procedural sheath to ensure proper placement of the device. When the physician advanced the sealant to the balloon he was unsure of placement. The balloon's placement abutting the arteriotomy provides both temporary hemostasis and a barrier to the ingress of sealant into the arteriotomy. Per the mynx IFU, users are instructed to: withdraw the balloon catheter until the balloon abuts the arteriotomy or venotomy (figure 3b). While pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. If the user didn't confirm proper placement of the balloon, the sealant could be pushed into the artery, potentially causing an occlusion. Should additional relevant information become available, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported that the mynxgrip vascular closure device sealant was deployed intravascularly. The mynx device was used following a left heart catheterization procedure for arterial closure. Access was obtained via a retrograde approach with one stick puncture. A groin shot was not taken nor was the stop-cock on the procedural sheath opened to ensure proper balloon placement. When the physician advanced the sealant to the balloon he was unsure of placement. The procedure was not aborted and the sealant was deployed intravascularly. The physician retrieved the mynx sealant from the patient by using a spider embolic protection device, a 7f multipurpose catheter and a 30 cc syringe after trying a pronto extraction catheter. The patient stayed in the hospital overnight and was discharged the following morning without any complaint. Additional information was requested, but is not available at this time.